Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary:the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The analysis of the device memory was performed and no anomalies were found. (B)(4).

Event description:
It was reported that the patient's device had a detection issue. The device remains in use. The patient was a participant in the post approval network /product surveillance registry clinical study.